Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thump. All buttons responded properly during testing. A review of the pump history file shows there was a stuck button alarm on 8/22/2024 at 09:46. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, faded serial number label, and pillowing keypad overlay. The complaint of the button are hard to press and stuck button alarm are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the insulin pump had keypad anomaly, the buttons were not responding or working, and the customer received a stuck button alarm. The customer reported blood glucose value of 17.4 mmol/l. The customer reported hyperglycemia was treated with manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed for the keypad anomaly. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.